Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. In this MDR the manufacturing site is listed as unknown, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Event description:
It was reported when using the unspecified bd vacutainer barricor blood collection tubes, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: customer has been noticing several re-collections due to hemolysis.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure, hemolysis because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
B.5. Describe event or problem:it was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced hemolysis. . - quantity affected;20. The following information was provided by the initial reporter. The customer stated: customer has been noticing several re-collections due to hemolysis.

Event description:
B.5. Describe event or problem:it was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced hemolysis. . - quantity affected;20. The following information was provided by the initial reporter. The customer stated: customer has been noticing several re-collections due to hemolysis.

Manufacturer narrative:
Additional information was received, the following fields have been updated. B.5. Describe event or problem:it was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced hemolysis. . - quantity affected;20. The following information was provided by the initial reporter: d1: brand name: bd vacutainer® barricor¿ lh plasma blood collection tubes d2: medical device type: jka. D2: common device name: blood specimen collection device. D.3 medical device manufacturer: becton, dickinson and company (bd). D.4. Medical device catalog #: 365050. D.4. Medical device expiration date: 2022-07-31. D.4. Medical device lot#: 1067155. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson and company (bd). G.4. Date received by manufacturer: 2022-01-10. G.5. PMA / 510(k) #: na. H.4. Device manufacture date: :2021-03-08.